Event description:
The customer reported that there was a precharge voltage error. This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator batteries were evaluated and replaced. The system was tested and found to be working as intended.